Event description:
On (B)(6) 2011, the pt reported she was hospitalized due to elevated blood glucose on (B)(6) 2010. When she removed the infusion set headset while in the hospital the cannula was missing. Hospital staff found no indication that the cannula was in the pt's body. The pt initially reported being hospitalized on (B)(6) 2010 (2183996-2010-00275) but did not report the cannula of the infusion set was missing. The infusion set was requested to be returned for eval. Eval of the infusion set found the cannula connector plate was damaged and the cannula was missing. The complaint is associated with the accu-chek flexlink plus recall initiated on 2/21/2011. Further investigations are ongoing within an assisted task-force.